Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. Surgeon used the suture for uterus closure and as he was pulling, the suture snapped at the needle. He was pulling the suture by pulling the needle holder and needle. There were no patient consequences reported. There were no surgical delays reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? ¿ no. -when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: ¿ it was detached as the surgeon was pulling on the needle holder that was holding the needle to tighten the suture. Provide the source or name of person providing answers to follow-up questions: ¿ myself, as I was present in case. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.